Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Corrected d4:the consumer has reported a large band aid and a small band aid were used and may have contributed to the event, due to consumer¿s perception of size the following products are possible devices that were used from this variety pack (lot 1037basp): bab adhesive mickey for kids asst 20s USA 381371058341, 8137105834usa 8137105834usa lot 0777b; bab clear water block plus 30s USA 381370056591, 8137005659usa, 8137005659usa, lot 0767b; bab flexible fabric 30s USA 381370044307, 8137004430usa, 8137004430usa, lot 0837b; bab flexible fabric extra large USA 381370056850, 8137005685usb, 8137005685usb, lot 0807b; bab variety pack 30s USA 381370048480, 8137004848usa, 8137004848usa, lot 0767b. Additional information: h6: device history records reviews were completed on all associated lots. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the products that would contribute to this complaint condition and products were manufactured per specification. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2018-00020. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient¿s weight, ethnicity and race were not provided for reporting. UDI number: (01)381371158928(10)1037basp (B)(4), expiration date= na, lot number = 1037basp. The consumer has reported a large band aid and a small band aid were used and may have contributed to the event, due to consumer¿s perception of size the following products are possible devices that were used from this variety pack (lot 1037basp): babab mickey asst 24x20&apos;s; lot: 0777b - us code (B)(4); babab clear waterblock asst 30&apos;s; lot: 0767b - us code (B)(4); babab flexible fabric extra large - us code (B)(4); babab premium variety pack asst 24x30&apos;s; - us code (B)(4); curativo band aid flex fabric 24x30&apos;s; - us code (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review has been requested. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2018-00020. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An (B)(6) year old female consumer reported an adverse event she experienced while using band aids. The consumer reports that she used a variety pack of band aids. Consumer is not aware of which product was specifically used out of the variety pack. The consumer reported using one larger and one smaller band aid at a time on (B)(6) 2018. The products were used to cover a wound on her arm. The consumer reports when she attempted to remove the band aids, they seemed to be stuck to her skin and caused tearing when she pulled them off. The consumer was later seen by a doctor to check out a possible infection and she reports that she was told to stop using the product on her skin. The consumer was told to use a mild baby wash and a topical antibiotic cream. The consumer reports that she has not used a band aid since and that her arm remains sore and red. This is one of two medwatches being submitted as two devices (a large band aid & a small band aid) were involved in this event.